Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic left donor nephrectomy, while on resection of the renal artery, complications arose involving the reload. The procedure, initially intended to be laparoscopic, was converted to an open transplant due to several issues. These included firing issues with the reload, an incomplete staple line at the proximal end. Additionally, upon retraction, the stapler opened and artery immediately started bleeding, which did not hold and subsequently leaked. Upon investigation of the patient's remaining artery, the staples were present, however, not properly formed as bleeding persisted. Clips were placed and bleeding was under control. The surgical time was extended by at least an hour, and the patient experienced extended hospitalization. It was also noted that the patient had bowel obstruction.

Event description:
It was reported that during the laparoscopic left donor nephrectomy, while on resection of the renal artery, complications arose involving the reload. The procedure, initially intended to be laparoscopic, but was converted to an open transplant due to several issues. These included firing issues with the reload, an incomplete staple line at the proximal end. Additionally, upon retraction, the stapler opens and artery immediately starts bleeding, which did not hold and subsequently leaked. Upon investigation of the patient's remaining artery, the staples are present however not properly formed as bleeding persisted. Clips were placed and bleeding was under control. The surgical time was extended by at least an hour, and the patient experienced extended hospitalization. It was also noted that the patient had bowel obstruction.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a picture were returned for evaluation. A review of the provided picture showed an image of tissue with mesh near the tissue. No staple lines or staples were visible in the picture. Evaluation of the returned device showed that the device was received fully fired with jaws open and the interlock engaged. The reload was loaded into a medtronic representative signia handle and was recognized as used. The reload was then loaded into a medtronic representative manual handle. The interlock was overridden and the reload was fired and retracted without difficulty. The interlock was tested and found to function properly. Evaluation of the external components of the reload found that the pushers were flush to sub-flush with the cartridge, instead of extended above the cartridge, which is an indication that extra force was required to fire the reload. In addition, a back extruded staple was observed in the region of the flush to sub-flush pushers. No other abnormalities were observed with the external components of the reload. The anvil pockets were inspected, and staple strikes were found in the pockets, indicating that the anvil and cartridge were properly aligned, and staples were properly deployed into their respective anvil pockets. The reload was disassembled to inspect the internal sled component for damage that might lead to improper staple/pusher deployment. The sled was found to be in the correct orientation with all sled vanes present and straight. The reported condition of an incomplete staple line was confirmed. The product analysis noted evidence that the device was not used as intended. The analysis identified that the pushers were flush to sub-flush and that one back extruded staple was in the cartridge face. Replication of this may occur if the device is fired over an obstruction. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged and the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative handle. The reload was recognized as used. The reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. The test media was transected. The interlock was tested and found to function properly. It was reported that there were issues with staple formation and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was staple line bleeding, leakage of contents from the staple line, the staple line did not hold, and the staples did not deploy. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.